Event description:
It was reported that a diagnostics anomaly was observed via remote transmission. No patient symptoms were reported. Further testing was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.